Event description:
It was reported the patient presented to the emergency room due to complaints of feeling dizzy and receiving therapy. Upon interrogation, it was observed the implantable cardioverter defibrillator attempted to deliver 36j shock therapy, but it was inadequate to convert the patient's arrhythmia. A second higher 40j voltage shock was delivered, and the patient's arrhythmia was successfully converted. The device remains programmed at the higher voltage. The patient was stable.